Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that their ins shuts off by itself and the patient programmer displays off. The patient reported that this began about 6 months ago. The patient confirmed that their recharger also reports the ins as being off. The patient reported that they did not turn their ins off. The patient reported that they do not have problems with their symptoms when the therapy was off, but does not want to turn the therapy on again because it "effected their whole body." The patient confirmed that when the therapy was on, they had symptoms. The patient also reported seeing a low battery icon on their programmer; however, the patient reported that they were just at 50% charge today and they did not know why the battery was already low. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was having troubles recharging their recharger. The patient assisted the patient with using the recharger and the recharger showed it was full charge. The patient said they were getting all the coupling bars, but they would go away and come back for the last couple days. The patient stated their ins was showing off since two days ago. The patient stated their ins was 50% or more charged. Patient services assisted the patient with using the programmer to sync with the implant and the implant was showing off/ok. The patient then was assisted with turning therapy back on. The patient stated the ins antenna was replaced before. The patient also stated they were now back in business and that they didn¿t use the programmer anymore because they told them they didn¿t need to use it. Troubleshooting had resolved the issue. There were no further complications reported.